Manufacturer narrative:
The field service engineer could not determine a cause. He cleared the air mix/dry lines to the mix tower socket, and then disconnected and forced air through each one. He set the mix/dry to specifications. He ran precision testing and the customer ran ise calibration and qc with results within range. The analyzer alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of calibration errors and questionable ise indirect gen 2 results from the cobas integra 400+ analyzer. The questionable results were reported outside of the laboratory and the physicians questioned them, as the results did not match the clinical condition of normal ambulatory patients. The customer sent the samples to another laboratory that used an abbott architect, and the results were all within the normal reference range. These results were deemed correct. One example was provided of an initial sodium result of 132 mmol/l and a repeat result of 138 mmol/l. The electrode lot number and expiration date were requested but were not provided.